Event description:
On (B)(6) 2011, patient reported the down arrow button on the infusion device is no longer working. Patient stated the button stopped working about 2 hours ago when he attempted to give himself a bolus. Patient reported when the button is pressed, it does pop back up. Assisted patient with setting up his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.